Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information confirmed that after a magnetic resonance imaging (MRI) procedure, the spinal cord stimulation (scs) patient experienced inadequate stimulation and charging difficulties with her implantable pulse generator (ipg). To address this, the patient underwent a revision procedure in which the ipg was removed and replaced. Postoperatively, the patient is doing well and has reported excellent coverage of her pain areas. In accordance with facility policy, the explanted device was retained and will not be returned.